Event description:
It was reported the right ventricular (rv) lead was attempted but not used due to 'no current of injury observed'. The physician did not like the way the electrogram looked on the analyzer; they did not think there was proof the lead was grabbing the tissue. The rv lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).